Manufacturer narrative:
Received 1 latex foley catheter. The reported event was unconfirmed, as the problem could not be reproduced. Per visual inspection, inspected the exterior of the sample and did not find any evidence of a failure that would support the reported event. Per functional evaluation, tested using lab syringe, inflated the balloon with 10cc water using normal fill technique and the balloon inflated without difficulty in 9sec and the inflation funnel did not balloon out during inflation. Deflate and re-inflated again the balloon with quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. Dissected and did not find anything to contribute to the reported problem. The dimensional evaluation results are as follows: eye snip length 2/32¿; eye snip width 2/32¿; eye snip distance from distal cuff 22/32¿; eye snip distance from proximal cuff 18/32¿; rubberize thickness 10 thou; reinforcement 190 thou; inflation funnel thickness 54 thou; balloon thickness (average) 24 thou; inflation lumen coverage 9 thou; tactile evaluation: n/a. There is no indication that this product is out of specification, the product is manufactured per our manufacturing procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "caution state "do not use ointment or lubricants having a petroleum base. They will damage latex and may cause balloon to burst". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not inflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not inflate.